Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric bypass, during the creation of the gastric pouch, 2 devices misfired. It was also stated that the staples did not form and that the staple line was incomplete. A third device was used to complete the case. There was no patient injury.